Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found the tap cable disconnected at acpb4 and connected it. No part replacement required. The system was tested and verified as ready for use.

Event description:
It was reported that during da vinci-assisted salpingo-oophorectomy surgical procedure, the customer site contacted intuitive technical support engineer (tse) about the system faulting with error 319. System logs confirmed error 319 reported by acp4 and acp5 components, indicating acp4 and acp5 were not responding at startup. Site used the breaker and emergency power off reset but, errors still reoccurred at power up. Tse suggested swap the system in order to proceed robotically. Customer opted to proceed laparoscopically. There was no reported injury.